Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufacture. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material inside the light guide lens occurred due to glue was peeled off due to physical stress by hitting/dropping the distal end, chemical stress by chemical solutions, or the like. Subsequently, humidity invaded the light guide lens and caused corrosion. The event can be detected/prevented by following the instructions for use which state: IFU sates the detection method in ¿evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the results of the investigation, the observed foreign material between the server plug-in (z-block) and the tip could not be identified and a definitive root cause of the issue could not be determined, however, due to an observed leak at the forceps elevator, between the distal end and plastic cover, proper device reprocessing may not have been possible and the foreign material could not be removed. The issue may be detected/prevented by following the instructions for use sections below: evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.